Manufacturer narrative:
Product identification confirmed the return of 4 blockers; this record is the description of blocker number 1. Visual inspection confirmed the blocker had deep rod indentations which is an indication the blocker was over-tightened. Dimensional inspection was not performed because there is no indication the event was related to dimensions of the device. Material analysis was not performed as there is no indication the event was related to the material properties of the device. Manufacturing history records were reviewed for the lot number provided and no relevant manufacturing issues were identified. Complaint history was reviewed for the lot provided and one similar complaint was identified. The event resulted in 3-4 minute surgical delay. There were no broken fragment. No complications during the initial surgery. Bone quality of the patient was good, patient did not experience a fall, x-rays, and patient information are not available. The likely root cause of the event is the inconsistency of the blocker tightening and instability of the construct. These factors combined can cause the blocker to loosen. Additionally, the device was implanted for approximately 3 years; length of the implantation may have contributed to the event. In addition, contributing factors to blocker under/over-tightening: surgeon "white knuckles" the torque wrench. Surgeon unable to read the laser marking. Blocker cross threads with the screw. Torque wrench is not able to provide enough torque. Per the surgical technique: ¿once the correction procedures have been carried out and the spine is fixed in a satisfactory position, the final tightening of the blockers is performed. To final tighten; use the anti-torque key and the torque wrench. Step 3: line up the two arrows to achieve the final tightening torque of 8nm. The torque wrench indicates the optimal torque force that must be applied to the implant for final tightening. Note: do not exceed 8nm during final tightening. The anti-torque key must be used for final tightening.¿ from the IFU: ¿while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone.¿

Event description:
It was reported that during a pre-scheduled fusion extension surgery, the surgeon noted the blockers were already loose. No adverse consequences to the patient. The surgery was completed successfully.

Event description:
It was reported that during a pre-scheduled fusion extension surgery, the surgeon noted the blockers were already loose. No adverse consequences to the patient. The surgery was completed successfully.